Manufacturer narrative:
The navio surgical system (italy), product npfs02030/310215, (B)(6) used in treatment was not made available to the designated complaint unit for evaluation thus, visual inspection and functional testing could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified 1 prior event. This failure mode is identified in the risk profile. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure and there is a label warning to have a sterile manual tray available. A relationship between the reported event and the device could not be established as the product was not returned. Although the reported problem was not confirmed, a contributing factor may be an intermittent communication failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio tka procedure, when they arrived at the point of mapping the tibial surface, after 2-3 seconds of data acquisition, the navio already showed the complete image of the tibia (all the tibia up to half of the shaft) and it also rotated autonomously on the screen and sometimes moved up and right and then returned autonomously to the center. It was decided to cancel all mapping acquisition and collect it again, but the problem recurred. Since during the data acquisition the computer seemed to adapt the rendering anyway, the doctor decided to continue the case to the end, integrating navio's information with the manual control of the cuts to see if the cuts proposed by the plan were true and corresponding to the patient's reality. The plan was not correct and the doctor performed manual recuts to correct those proposed by the plan. In the end, the result of the surgery was satisfactory and the delay in surgery was about 15 minutes. The alignment of the leg was correct because the doctor made manual deviations from the plan. No other complications were reported.